Event description:
Pt reported their curlin pump is making a lot of noises (squeaking), getting error messages and motor was locked up. Pt stated home health rn took batteries out to reset pump 4 times to complete infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex - 80gm. Gamunex indication: common variable immunodeficiency, unspecified.